Event description:
The customer reported taht while the intra-aortic balloon pump was in use on a pt, the pump displayed an "iab catheter" alarm message and audibly alarmed. It was placed on standby while the customer attempted to re-position the intra-aortic balloon catheter, but they were unsuccessful and were unable to reconnect the balloon pump to the pt. The pt later expired.